Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery cap was unable to be removed from the pump to replace the battery, which resulted in no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 31-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-jan-2018 with the following findings: a review of the black box showed no evidence of a no power event. The black box did show a replace battery alarm without a subsequent battery change. The pump powered up with the returned battery cap. The battery cap coin slot was worn and made the removal of the battery cap difficult. The battery cap was unable to be fully tightened and continued to spin. No battery compartment cracks were found. The battery compartment threads were damaged and there was no evidence of moisture contamination inside the battery compartment. The pump was run for 24 hours with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components. The alleged no power event was not duplicated during the investigation.